Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were presumed to have been due to water invasion of the scope connector while the user was handling the device, which further led to corrosion at the control section. Since angle was measured, angulation had not been locked. Due to the invasion, abnormality of electronic parts occurred which led to displayed error message temporarily. The user may detect the suggested events by handling device in accordance with the following instructions for use (IFU): inspection of the endoscopic image and leakage testing of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found the reported error e315 was not observed , however, corrosion at the control part of the device was observed. The corrosion observed was noted to be due to leakage. In addition, liquid leaks observed due to damage on the air/water (aw cylinder). Furthermore, inspection found broken light guide (lg) lens. Angulation in the up direction is out of standards due to worn of angle-wire. The gap of up/down knob observed to be out of standards due to worn of angle-wire. Suction cylinder found shaved (cut off ). Scope cover (s-cover) found deformed. Corrosion observed at the scope connector due to leakage. Grip found corroded due to leakage. Error b30 electrical continuity occurred due to water invasion. The adhesive part of a-rubber (ar) bending section found broken. Evaluation findings was unable to confirm the reported issue of error e315, however, corrosion , water invasion , leakage were observed. Quality trend analysis has shown that fluid invasion can result in intermittent image issues temporarily affecting the video image and other electrical functionality. The most likely cause is during the manual leak check or cleaning process. Though the error e315 was not observed during the actual evaluation of the device, the failure reported is sporadical failure (failure cannot be confirmed but occurrence is likely). Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the device showed an error e315 (error-scope error ) and screen malfunction. The issue was found at preparation for use. The device was replaced and the intended diagnostic procedure was completed using a similar device. There was no patient harm, no user injury reported as the result of the event.